Event description:
It was reported that the patient presented with oversensing on their right ventricular (rv) lead. The nurse was unable to reproduce the oversensing through isometrics. Programming changes were made to address the issue. There were no patient consequences.